Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. An unspecified target lesion was being treated with a nc quantum apex mr 15mm x 2.00mm balloon catheter. The balloon ruptured around nominal pressure at an unknown inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. An unspecified target lesion was being treated with a nc quantum apex mr 15mm x 2.00mm balloon catheter. The balloon ruptured around nominal pressure at an unknown inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen of the catheter. There was no damage identified with initial visual inspection. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4 mm proximally from the edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).